Manufacturer narrative:
If implanted; give date: n/a (not applicable). The cartridge is not an implantable device. If explanted; give date: n/a (not applicable). The cartridge is not an implantable device; therefore, not explanted. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
The cartridge is being returned due to ¿stringy plastic¿ that was hanging off the end of the cartridge after the intraocular lens (iol) was loaded. The loading tech was able to remove the iol and place it in another cartridge, and the patient is fine. The customer said it looks like a manufacturing issue with the cartridge. No additional information was provided to abbott medical optics.

Manufacturer narrative:
Device available for evaluation? Yes, returned to manufacturer on 06/15/2017. Device returned to manufacturer? Yes. Device evaluation: the returned cartridge was received for evaluation. The cartridge was inspected at 10x microscope magnification and viscoelastic residue was observed only at the cartridge tip. No viscoelastic residue was observed in the loading zone. The cartridge tip was inspected and no cracks, no sharp edges or rough surfaces, no flash or other defects were observed in the cartridge tip. The reported complaint was not verified in the sample received. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.